Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms; however, the reported event of suspected pump thrombus could not be confirmed through this evaluation. A specific cause for these events could not be conclusively determined through this evaluation. The system controller event log files contained events captured between 27aug2023 and 13oct2023, per the timestamps. From the beginning of the files through (B)(6) 2023, estimated flow ranged from 4.5-5.2 lpm. At 02:28:43 on (B)(6) 2023, an abrupt drop in estimated flow was captured, down to 1.5 lpm. This drop in flow was associated with a transient low flow hazard alarm. Additional, transient low flow hazard alarms were captured between 02:40:11 and 20:14:03 on (B)(6) 2023 with corresponding estimated flow values ranging from 1.0-2.4 lpm. Following this timeframe, estimated flow ranged from 3.0-5.0 lpm for the remaining duration of the files. No other notable events or alarms were captured. Additionally, review of the lvad event log files revealed no notable rotor events. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 lvas patient handbook, rev. G, are currently available. Section 1, ¿introduction¿, lists potential adverse events, including pump thrombosis, that may be associated with the use of heartmate 3 lvas. Section 1 also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2023 at 2:28 there was a drop in flow. The flow went from 5 liters per minute (lpm) to 2 lpm with associated low flow alarms. A flashing red heart was noted. A computed tomography angiogram (cta) was performed. At 16:57 the flow was still 2 lpm. There was concern that thrombotic material had passed through the pump. At 20:41 there was no improvement of flow event with volume administration and human albumin. The patient's international normalized ratio (inr) was being reexamined. The patient's baseline upon admission was 8, and it was 10 in the course of the disease. On (B)(6) 2023 1t 16:10 the flow had increased to 3.8 lpm.